Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced pd effluent that was cloudy, with whitish foam and fibrin, without a diagnosis of peritonitis, coincident with peritoneal dialysis (pd) therapy. Due to the report of cloudy effluent, the occurrence of peritonitis is unable to be ruled out in this event. The effluent was further described as having a strong odor. It was reported that the pd effluent while using extraneal did not have an odor. Ten days prior to the receipt of this report, nutrineal therapy was withdrawn. Action taken with dianeal and extraneal therapy was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the event of cloudy effluent with whitish foam had resolved, and the patient was reported to be recovered from the event. No additional information is available at this time. This is report 3 of 4 involved in this event.